Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received lost sensor alarm. Blood glucose reading was 134 mg/dl at the time of the incident. The customer also mentioned that when the sensor was removed it did not have the cannula. The customer did not return the product for analysis.